Event description:
It was reported when using the bd microtainer® contact-activated lancet customer states that there were stains and product were deformed. The following information was provided by the initial reporter. The customer stated: "the customer returned complaint products, reporting that the products were deformed."

Manufacturer narrative:
H.6. Investigation summary: bd received 321 samples for investigation. The samples were evaluated by visual examination and the following failure modes were observed. Lot c4d29c9: 2 lancets with gaps between shield and rear cap, 1 lancet with damage to the shield, 3 lancets with molding flash on the shield and rear cap, 125 lancets with embedded stains, and 1 lancet with damaged latches in the rear cap. Lot c4f21d2: 6 lancets with gaps between shield and rear cap and 72 lancets with embedded stains. Lot c4e99e6: 4 lancets with an assembly defect, 39 lancets with a tab cap molding defect, and 53 lancets with embedded stains. Additionally, retention samples from bd inventory were evaluated by visual examination and upon completion the following failure modes were observed. Lot c4d29c9: no defects observed. Lot c4f21d2: 8 lancets with gaps between shield and rear cap and 8 lancets with stains. Lot c4e99e6: 3 lancets with gaps between shield and rear cap and 2 lancets with stains. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes molding defects, embedded stains, and damaged housing. Bd has initiated further root cause investigation relating to the issues of molding defects, embedded stains, and damaged housing through corrective and preventive actions. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-07-12. See h.10.

Manufacturer narrative:
The manufacturing location for this product is OEM htl this site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows. D4. Medical device lot #: c4d29c9. D4. Medical device expiration date: 2027-03-31. H4. Device manufacture date: 2022-06-07. D4. Medical device lot #: c4f21d2. D4. Medical device expiration date: 2027-04-30. H4. Device manufacture date: 2022-07-22. D4. Medical device lot #: c4e99e6. D4. Medical device expiration date: 2027-04-30. H4. Device manufacture date: 2022-07-22. D4. Medical device lot #:c4f21d2. D4. Medical device expiration date: 2027-03-31. H4. Device manufacture date: 2022-06-07. B.5. This event occurred with multiple lot : 139 lot#c4d29c9, 78 with lot#c4f21d2, 53 with lot#c4f21d2 , 39 with lot#c4e99e6, 6 with lot#c4f21d2. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® contact-activated lancet customer states that there were stains and product were deformed. The following information was provided by the initial reporter. The customer stated: "the customer returned complaint products, reporting that the products were deformed."